Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 500 mg/dl at the time of incident. The customer¿s other blood glucose level was 504 mg/dl, 338 mg/dl, 346 mg/dl. The customer treated high blood glucose with insulin pump. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer¿s report customer does not allege under delivery. The customer was wearing the insulin pump when high blood glucose event was reported. The customer reported that the insulin pump had insulin flow blocked alarm and bent cannula. The insulin pump will not be returned for analysis.